Event description:
The following has been reported: unit is missing bottom screws. Reporting as a conservative measure. No adverse event effects were reported. The device history record was reviewed and nothing was found related to the reported event. The device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in (B)(4) and its investigation was performed by our local technical team. According to provided information, external inspection found two screws missing from angle bracket and exterior needs cleaning. Internal inspection found that the device need heavy cleaning. Due to internal contamination the device was dissembled and cleaned. Afterwards a full calibration was performed. All calibrations completed without errors. As it was noticed that the preventive maintenance was well overdue (2019). Due to the lack of maintenance and as per IFU recommendations, this complaint will be considered as a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse.

Manufacturer narrative:
N/a